Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned drug intolerance (to painkillers). On (B)(6) 2015, the patient had essure inserted. In 2021 she experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("back pain"), dysmenorrhoea ("very painful periods"), heavy menstrual bleeding ("haemorrhagic periods"), breast pain ("breast pain"), headache ("headaches"), myalgia ("muscle pain"), burning sensation ("burning sensation in all 4 limbs and head"), neuralgia ("neuropathic disorders"), electric shock sensation ("sensation like electric shocks through the body"), paraesthesia ("pins and needles in hands and feet and on the scalp"), pyrexia ("feverishness"), feeling of body temperature change ("hot/cold sensations"), chills ("chills"), fatigue ("general state of fatigue"), sleep disorder ("disruptive sleep, only able to sleep for a maximum of 6 hours depending on day"), gastrointestinal disorder ("gastrointestinal disorders"), constipation ("constipation"), acne ("whiteheads"), nasal dryness ("dry nostrils"), dry mouth ("dry mouth"), memory impairment ("difficulty with short-term memory"), disturbance in attention ("difficulty with concentration"), depression ("depression"), mood swings ("mood swings"), loss of libido ("loss of libido") and alopecia ("hair loss"). On (B)(6) 2024 she was found to have weight decreased ("weight loss 3 kilos"). The patient was treated with morphine, analgesics and anxiolytics. Essure treatment was not changed. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, headache, myalgia, neuralgia, fatigue, depression and weight decreased had not resolved. No causality assessment was received for essure with regard to abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, breast pain, myalgia, electric shock sensation, constipation, fatigue, gastrointestinal disorder, neuralgia, burning sensation, acne, pyrexia, sleep disorder, feeling of body temperature change, chills, paraesthesia, nasal dryness, dry mouth, memory impairment, depression, weight decreased, headache, mood swings, loss of libido, alopecia or disturbance in attention. The reporter commented: patient¿s current status: on work leave since (B)(6) 2024. The pain has not been alleviated with morphine and other painkillers (not tolerated by the body). General state of fatigue. Weight loss (3 kilos as of (B)(6) 2024). Depression. Is only able to sleep for a maximum of 6 hours depending on the day, and only thanks to sleeping pills or anti-anxiety drugs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-mar-2024. The most recent information was received on 19-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned drug intolerance (to painkillers). On (B)(6) 2015, the patient had essure inserted. In 2021 she experienced abdominal pain (seriousness criterion medically important), back pain ("back pain"), dysmenorrhoea ("very painful periods"), heavy menstrual bleeding ("haemorrhagic periods"), headache ("headaches"), breast pain ("breast pain"), myalgia ("muscle pain"), burning sensation ("burning sensation in all 4 limbs and head"), neuralgia ("neuropathic disorders"), electric shock sensation ("sensation like electric shocks through the body"), paraesthesia ("pins and needles in hands and feet and on the scalp"), pyrexia ("feverishness"), feeling of body temperature change ("hot/cold sensations"), chills ("chills"), fatigue ("general state of fatigue"), sleep disorder ("disruptive sleep, only able to sleep for a maximum of 6 hours depending on day"), gastrointestinal disorder ("gastrointestinal disorders"), constipation ("constipation"), acne ("whiteheads"), nasal dryness ("dry nostrils"), dry mouth ("dry mouth"), memory impairment ("difficulty with short-term memory"), disturbance in attention ("difficulty with concentration"), depression ("depression"), mood swings ("mood swings"), loss of libido ("loss of libido") and alopecia ("hair loss"). On (B)(6) 2024 she was found to have weight decreased ("weight loss 3 kilos"). The patient was treated with morphine, analgesics and anxiolytics. Essure treatment was not changed. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, headache, myalgia, neuralgia, fatigue, depression and weight decreased had not resolved. No causality assessment was received for essure with regard to abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, breast pain, myalgia, electric shock sensation, constipation, fatigue, gastrointestinal disorder, neuralgia, burning sensation, acne, pyrexia, sleep disorder, feeling of body temperature change, chills, paraesthesia, nasal dryness, dry mouth, memory impairment, depression, weight decreased, headache, mood swings, loss of libido, alopecia or disturbance in attention. The reporter commented: patient¿s current status: on work leave since (B)(6) 2024. The pain has not been alleviated with morphine and other painkillers (not tolerated by the body). General state of fatigue. Weight loss (3 kilos as of (B)(6) 2024). Depression. Is only able to sleep for a maximum of 6 hours depending on the day, and only thanks to sleeping pills or anti-anxiety drugs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 50 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.